Manufacturer narrative:
Continuation of d10: product ID 977a275 lot # 0210492299. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the patient experienced pain in the left lower leg.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (lot: 0207241435); product type: 0200-lead; g2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced 0% pain relief from the device and impedances 0, 1, 2, and 3 were known to be out of range previously and impedance 4 was now out of range. Re-programming was completed. On (B)(6) 2025 they had a follow up visit and contact 5 was out of range, and they were awaiting a letter to know outcome of this visit. The age at consent was listed as 44 and the weight was 118kg. The device diagnosis was listed as high impedance and the clinical diagnosis was listed as increased pain. They reprogrammed the entire system on (B)(6) 2025. The event resulted in an unscheduled clinic or office visit. The diagnostic methods were device interrogation/device data on 2025-mar-19 and the results were that contacts 0-4 were out of range, then on 2025-apr-04 device interrogation/device data results showed contact 5 out of range. The etiology was a not related to the implant procedure and a causal relationship of the event to the device or therapy; the device was specified as the lead. The outcome was listed as ongoing. Additional information was received. It was reported that the patient was listed for lead replacement.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# 0207241435, implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead was existing from a previous system implant and the lead remains in the patient and there is no further plan on the device explant.